Manufacturer narrative:
The initial report did not have the correct event type documented, the correct event type, serious injury, is provided in this follow-up report.

Event description:
The implant failed due to failure of osseointergation. The initial report did not have the correct event type documented, the correct event type, serious injury, is provided in this follow-up report.

Event description:
The implant malfunctioned due to a stuck component. The malfunction didnot cause or contribute to a death or serious injury.